Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with muscle stimulation around the device and on the left shoulder. On a remote checkup, the right ventricular lead exhibited loss of capture. In clinic, loss of capture was confirmed. Muscular stimulation was unable to be replicated. The lead was explanted and replaced. No information was given on patient status.